Manufacturer narrative:
Medical device type: jka/fpa. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle did not retract with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: after pressing the button to secure the needle, the main part of the device got separated and the needle has not been secured. Clinical consequences observed: risk of exposure to blood precautionary measures and actions taken: the device has been destroyed. This means: it is not a manifest error of use, it has been observed during or after use of the device, device with safety feature but there has been a safety issue, risk/seriousness of the incident evaluated as not high.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for barrel separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for barrel separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle did not retract with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from french to english: after pressing the button to secure the needle, the main part of the device got separated and the needle has not been secured. Clinical consequences observed: risk of exposure to blood precautionary measures and actions taken: / the device has been destroyed. This means: it is not a manifest error of use, it has been observed during or after use of the device, device with safety feature but there has been a safety issue, risk/seriousness of the incident evaluated as not high.